Event description:
The customer reported that they obtained erroneously elevated high-sensitivity troponin I (tnih) results on twelve patient samples on an atellica im 1300 analyzer. The initial results were reported to the physician(s) and were questioned. The samples were repeated on an alternate atellica im 1300 analyzer and obtained lower results. The repeat results were consistent with the patient's clinical history, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they obtained erroneously elevated high-sensitivity troponin I (tnih) results on twelve patient samples on an atellica im 1300 analyzer. The quality control (qc) was within the range on the day of the event. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00186 on 15-jul-2025. Additional information (23-jul-2025): siemens reviewed the instrument data and found primary and secondary vacuum pressure spiked high on the day of the event due to a potential occlusion to vacuum system tubing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit the cse, inspected the analyzer, replaced vacuum pump, recalibrated secondary vacuum and ran quality control (qc) which recovered acceptably. Siemens further evaluated the event and concluded that the clogs within the fluidics system potentially caused poor wash performance of the cuvette at the wash stations, which could lead to an increase or decrease in relative light units (rlu's) and contributed to the erroneously elevated high-sensitivity troponin I (tnih) results. The investigation conclusions, investigation findings and component code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation is required.